Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg had prematurely depleted (france). It was noted the depletion is thought to be related to a non-device related accident the pt had in (B)(6) 2012. The ipg was explanted and replaced. Effective therapy was restored post-operatively.